Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event. A review of the device data confirmed a stored ventricular tachycardia (vt) event in which anti-tachycardia pacing (atp) was delivered but delayed due to device programming. No adverse patient effects were reported.